Event description:
On (B)(6) 2014, the reporter contacted animas alleging a battery compartment crack. It was reported no power issues occurred and there was no evidence of moisture within the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved after troubleshooting.

Manufacturer narrative:
Follow-up #1 date of submission 03/31/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/10/2014 with the following findings:a battery crack was observed during evaluation. The battery cap threads were found to be damaged. Unrelated to the complaint, investigation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.